Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 535cc mentor memorygel breast implants, became unhappy with the breasts and was also diagnosed with bilateral breast ptosis. As a result, the patient underwent revision surgery on (B)(6) , 2021. During the surgery, it was also discovered that the left breast implant had ruptured. Subsequently, the patient underwent right breast capsulorrhaphy and left breast implant removal and replacement with a 535cc mentor memorygel breast implant (catalog: 3505535bc lot: 9520411 sn: (B)(4) ). This medwatch form is for the right breast prosthesis. The complications on the left breast/implant was reported under mrn: 1645337-2021-02835.